Event description:
A literature article (pseudohypopyon after intravitreal triamcinolone injection for the treatment of pseudophakic cystoid macular oedema) reported that pt underwent phacoemulsification surgery, which was complicated by posterior capsule rupture. Anterior vitrectomy with implantation of a silicone intraocular lens (brand unspecified) into the sulcus was performed. Postoperatively the pt developed cystoid macular oedema (cmo). They were treated with topical dexamethasone, topical ketorolac and posterior sub-tenon triamcinolone injection. All these treatments failed and, seven months after cataract surgery, pt's visual acuity was 6/24. Subsequently an intravitreal injection of triamcinolone acetonide (4mg in 0.1ml) was administered through the pars plan. Three days later the pt reported painless loss of vision, which developed immediately after the injection. The pt's visual acuity was hand movements. Because an infectious endophthalmitis could not be excluded, the pt was treated with intravitreal injections of ceftazidime and vancomycin. Six weeks later the pt recovered from cmo and the visual acuity increased to 6/12.